Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 5: reference MFR. Report# 3006705815-2019-00010, reference MFR. Report# 3006705815-2019-00011, reference MFR. Report# 1627487-2019-00033 , reference MFR. Report# 1627487-2019-00034. It was reported the patient experienced blistering located at the ipg and lead sites due to an infection. In turn, the patient was prescribed antibiotics. However, the issue persisted and the physician opted to explant the system. Reportedly, the patient underwent surgical intervention wherein the scs system was explanted. The infection was healed post explant.

Manufacturer narrative:
Corrected data: method, results, and conclusion codes were unintendedly excluded in the initial report. This report contains missing data.

Event description:
Device 3 of 5 : reference MFR. Report# 3006705815-2019-00010 , reference MFR. Report# 3006705815-2019-00011 , reference MFR. Report# 1627487-2019-00033 , reference MFR. Report# 1627487-2019-00034.

Manufacturer narrative:
Awareness date was unintendedly listed incorrect in the supplemental report. It should read dec 21, 2018 instead of dec 11, 2018.

Event description:
Device 3 of 5. Reference MFR report# 3006705815-2019-00010, 3006705815-2019-00011, 1627487-2019-00033, 1627487-2019-00034.